Manufacturer narrative:
The console will be evaluated when it is received and a follow up medwatch will be submitted if additional information becomes available.

Event description:
A report was received regarding an alleged issue encountered during use of the mps console. The report states that during a case, the console gave the error message "internal error". The console was power cycled to clear the error and the case was completed without any patient complications.